Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). Patient stated having an essential tremor on the right side that is really kind of out of control and has a vibrato in voice. The implanted neurostimulator was not working properly and noticed it after may 11. Patient stated going through airport security april 11th and may 11th. The patient was in (B)(6) for 12 days and has had gone through security 3 4 times a year. Patient does not know if the security was too strong or if there were other things that could have been causing the issue. The ins was turned off before going through security and was able to turn it on after. Patient has turned off/on the ins a couple times to see if that would help. Patient service specialist asked if patient has checked with the patient programmer and patient states the programmer shows the implant is on. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who reported they had the implantable neurostimulator (ins) turned on continually for about a month and usually turned the ins off at night. The patient turned the ins off so it ¿could reboot¿ and ¿just because magnetic things that could¿ve been around that can alter therapy.¿ the patient stated they could constantly feel the emi as they have a tower on their property and travel quite a bit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.